Event description:
It was reported that the patient was admitted to the hospital due to audible alert generated by the device. Low impedance was found on the high voltage coil of the right ventricular lead during device interrogation. During the procedure, the physician found appropriate values for the lead. The physician decided to explant and replace both the lead and device. No patient complications were noted as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): performance information from the device was analyzed. Low resistance/impedance was noted as three patient alerts for out of tolerance subthreshold lead impedance between (B)(4) 2012. The daily high voltage lead impedance trend data shows an impedance decrease for defibrillator active can on impedance from 67 to 0 ohms minimum (un-filtered data) between (B)(4) 2012.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: evaluation summary: (B)(4) the reported low high voltage (hv) impedance and high current drain conditions were not confirmed by the product analysis laboratory. The device performed nominally and continued to do so at elevated temperature testing and following temperature cycle stressing. The hybrid passed all available diagnostic system testing. No anomalies were observed during x-ray analysis. Mechanical damage was observed on the nvdd c45 capacitor. Electrical stress testing of the capacitor yielded nominal performance. C45 is a (B)(4)10v tantalum capacitor. The analysis was terminated at this point with the reported lead impedance and high current drain conditions not confirmed. Performance information from the device was analyzed. Low resistance/impedance was noted as three patient alerts for out of tolerance subthreshold lead impedance between (B)(4) 2012. The daily high voltage lead impedance trend data shows an impedance decrease for defibrillator active can on impedance from 67 to 0 ohms minimum (un-filtered data) between (B)(4) 2012. (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the outer tubing overlay had cosmetic environmental stress cracking, there was blood in/on the helix mechanism, and there was tissue on the helix.